Event description:
A patient presented with endophthalmitis following the lens implant. The cause has not been determined. Cultures produced negative results. The patient is being treated and is expected to make a full recovery.

Manufacturer narrative:
See MDR 1920664-2009-00123 for the intraocular lens, and MDR 1920664-2009-00125 for the viscoelastic used with this delivery device.